Event description:
In 2009, the patient reported he experiences air bubbles in the insulin cartridge of his infusion device when he fills the cartridge and again 1-2 days later. He said he uses room temperature insulin and ensures the tubing is properly tightened. He has had elevated blood glucose readings in the 400's mg/dl with his normal range being 75-125 mg/dl. He has had no symptoms and treats his readings by bolusing insulin. A request for additional training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.